Manufacturer narrative:
Csz medical technical support received a complaint stating the hemotherm pump was not working. Lines were kinked. The user facility had a backup device that allowed the procedure to continue successfully. Csz 3rd party technician emsar found fluid not circulating in cooling mode despite pump running. Discovered cold water solenoid had become disconnected. The technician reconnected wires and loosened the slack to prevent a recurrence. The device then functioned as designed.

Event description:
Cincinnati sub-zero medical technical support received a complaint stating the hemotherm pump was not working. Lines were kinked. The user facility had a backup device and the procedure was able to continue. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).